Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in three pieces. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can that breached the all the cable lumens and inner coil lumen at the proximal region of the lead. The etfe cable coating of both nonfunctional cables and the ptfe liner of the inner coil were abraded in this location. The cause of the reported event was isolated to the external insulation abrasion that exposed the inner coil.

Event description:
Related manufacturer report number: 2017865-2023-19523. It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed recorded episodes of noise. The noise was non-reproducible. The source of noise could not be determined between electromagnetic interference or mechanical issue of the right ventricular lead. Programing interventions were made. The patient was asymptomatic.

Manufacturer narrative:
Additional information: b1, b2, b5, d9, h1, h2, h3, h6.

Event description:
Additional information received notes that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were explanted. The patient was stable.